Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during follow up, it was noted that the sensing and threshold values of the right ventricular (rv) lead had changed from implant. A chest x-ray was performed, which noted that the lead helix appeared to have dislodged back into the lead body. The physician is planning to reposition the lead. No patient complications have been reported as a result of this event.